Manufacturer narrative:
Additional information indicates that as of the date of this report, the patient continues on ongoing vad support. No further information has been provided. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the high power event including but not limited to thrombus formation/ingestion and/or high flows. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Referenced article: int j artif organs 2017; 00(00): 000-000 ijao issn 0391-3988 doi: 10.5301/ijao.5000626 article name: thrombosis in left ventricular assistance device with centrifugal technology: is early thrombolysis a better solution? By: paolo centofanti, andrea baronetto, matteo attisani, davide ricci, erika simonato, michele w. La torre, massimo bottini, mauro rinaldi.

Event description:
A journal article was received that included a report of a patient who experienced a device thrombosis. This article discussed a conservative approach to patients presenting with a suspected and/or confirmed device thrombosis after lvad implantation at one institution in a retrospective review. Between nov-2010 and mar-2016, 32 patients were implanted with a vad. These patients included 14 patients with a history of idiopathic cardiomyopathy, 17 patients with ischemic cardiomyopathy and 1 patient with post-valvular cardiomyopathy. These patients were also reported to have a mean age of 59 years and 27 of them were reported to have been male. The article includes a report of one of these patients who developed device thrombosis on (B)(6) 2015 with elevated vad parameters and evidence of hemolysis. The patient was successfully treated with thrombolysis and heparin. The patient is reported to have experienced a subsequent device thrombosis on (B)(6) 2015 and this was also successfully treated with thrombolysis and heparin. As of the date of publication, the patient was reported to be alive with the device in place. The authors concluded that systemic thrombolysis with heparin was an excellent therapeutic option. Early intervention in clinically stable patients without signs of heart failure but with indirect signs of device thrombosis has led to better outcomes. Further follow up did not yet yield any additional relevant information regarding this event.